Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. Eight devices had worn components; 2 devices had missing components; 3 devices had damaged components. One device was not returned to service. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 13 </noe> malfunction events, where it was reported the brakes were not holding or were difficult/unable to engage. Twelve events had no patient involvement. One event it was not known if there was patient involvement.